Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed a conclusive cause for the reported patient effect of worsening mr could not be identified and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that after the mitraclip procedure, the patient presented with severe mitral regurgitation (mr) which is considered a serious injury. It was reported that the initial mitraclip procedure was performed on an unspecified date to treat mitral regurgitation (mr). On an unknown date, the patient returned with severe mr. Surface echocardiogram was performed. No additional information was provided.